Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. As a result of the component analysis, the foreign material was hydrocarbon-based material. The hydrocarbon-based material was part of components and products used around the device from the figure. However, the material has multiple origins. We also could not specify the cause of foreign material remained in the a/w (air/water) nozzle. However, the nozzle was clogged since hydrocarbon-based such as part of components and products used around the device chipped and the material got into the a/w channel. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿ as below. [Inspection of the endoscope]. 4. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. 5. Carefully run your one hand back and forth over the entire length of the insertion section in a stabilized condition, such as holding the control section with the other hand or placing the control section on a hanger. Confirm that no objects or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid. ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]. 9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿ as below. 2. Inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation about defects along the bending tube sheath was not confirmed. In addition to foreign objects present in the nozzle, the additional evaluation findings are as follows: due to damage to the upward/downward angulation control knob, water tightness is lost; due to clogging of the nozzle, the water removal ability does not meet the standard value, the upward/downward angulation control knob had a scratch, free-engage knob had a scratch, forceps elevator has a scratch, scope connector cover unit has a scratch, paint on suction cylinder was peeled, right/left knob has a scratch, switch box has a scratch, the universal cord has a scratch, grip has a scratch, control unit has discoloration, control unit has a scratch, due to clogging of nozzle, water removal ability does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the normal value, suction connector has a scratch, the connecting tube had a wrinkle. The following was also provided by the customer in regard to the insufficient cleaning: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay in the start of the pre-cleaning. The air/water nozzle was flushed with air and water. There are no abnormalities in the accessories used for reprocessing. The nozzle was cleaned with lint-free cloths/brushes/sponges and flushed with a detergent solution. It was not known when the foreign material adhered to the nozzle, and there were no other reprocessing concerns.

Event description:
The olympus representative reported that the curved rubber on the tip side of the videoscope had a deflection. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.